Event description:
The customer reported that the system monitors were blank with white screens. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The reported issue is currently under investigation.